Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system 20 ga 1.25 in experienced catheter adapter/connector/hub defective/deformed/molding issue, and leakage. The following information was provided by the initial reporter: we have a complaint regarding the nexiva diffusics needle with refnr 383694. The tube that normally fits tightly to the needle has become loose in this case. When asked how this could happen, I received the following response: no problem during the injection. All taped up nothing wrong and then while waiting the patient mentioned that something was leaking.

Manufacturer narrative:
H.6. Investigation: a complaint of needles being loose and not having a perfect connection to the tubing was received from the customer. Photos were provided to aid in the investigation of this defect. In the photos provided, the packaging and product can be seen. However it is hard to tell from the photo if the needle is loose or not. A device history record review was completed by our quality engineer team for provided lot number 0088510. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. This is the first complaint for connector loose on material 383694 & batch 0088510. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system 20 ga 1.25 in experienced catheter adapter/connector/hub defective/deformed/molding issue, and leakage. The following information was provided by the initial reporter: we have a complaint regarding the nexiva diffusics needle with refnr (B)(4). The tube that normally fits tightly to the needle has become loose in this case. When asked how this could happen, I received the following response: no problem during the injection. All taped up nothing wrong and then while waiting the patient mentioned that something was leaking.